Event description:
Changed insert on insulin pump. Within 3 hours my blood sugar was at 30. Ate a bite of food and checked sugar again and it was still 32! I have been having problems with the pump since I have had it. Never made sense on why I still had highs and lows. A good while back I was changing the infusion tube after 3 days as I've been taught. I primed it to have insulin full the tube saw drops escape and stopped pressing act to prime. Insulin kept coming out. I figured it was just a bad infusion set but looks like they all were. Something needs to be done. Bayer.